Event description:
The patient reported a problem with the recharging system; she was having difficulty coupling. The patient was using 3 additional spacers. The patient's stimulator was located on her front. The patient reported the device was reprogrammed. The health care professional (hcp) reported the patient was unable to get a good communication signal for recharging. The patient had a seroma at the device pocket; the seroma was aspirated. The patient was also given unspecified "education". The hcp stated there was "no serious condition."